Event description:
It was reported that a pta balloon ruptured at 20 atm during the first inflation while being used in a shunt. Reportedly, the vessel was damaged, as slight bleeding was observed. Compression was placed on the vessel to resolve the slight bleeding. The physician confirmed that there was no serious pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The device was discarded by the facility, therefore a sample eval could not be performed. The results of the investigation are inconclusive. The current IFU (instructions for use) states: "warning: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Potential adverse reactions: add'l intervention. Vessel dissection, perforation, rupture, or spasm."